Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous high wbc results generated by the unicel dxh 800 coulter cellular analysis system for one patient. The specimen was originally run on a different instrument which generated cellular interference and platelet clumps suspect messages and corrected the wbc count. The presence of platelet clumps was confirmed by manual smear. The dxh800 instrument did not generate flag or messages for platelet clumps. The customer considered the instrument platelet results to be correct and a manual platelet count was not performed. Manual wbc estimates were performed which the customer considers to be correct. No erroneous results were reported outside the laboratory. There was no death or serious injury involved with this event.

Manufacturer narrative:
Sample was collected in a bd edta vacutainer tube. Qc is run once per day and was run before and after this event. A clear root cause for this event has not been determined to date.